Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 24-jun-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint device was received loose in the original folding carton. The device was inspected under magnification. The complaint device was received with the plunger rod partially advanced, and the cartridge tip was damaged in a way consistent with damage that occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected, and no issues were identified. The plunger rod was inspected, and no issues were identified. No lens was received for evaluation. Complaint issue "stuck in cartridge" and "haptic detached" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After full implantation of the diu150 model intraocular lens (iol) in the patient's eye, it was observed that the trailing haptic had become lodged behind the plunger, resulting in detachment/amputation of the back haptic. A back-up lens, diu150 24.0 diopter iol, with the same model but different diopter size was implanted into the patient's ocular sinister (left eye). There was no incision enlargement, no sutures, and no vitrectomy. Patient status post-procedure was reported as good. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure, therefore not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.